Event description:
Same case as 2134265-2009-00353. It was reported that during a coronary artery drug eluting stenting treatment procedure, shaft break and stent dislodgement occurred. The target lesion being treated was located in the calcified right coronary artery (rca). The physician attempted to cross the lesion with a 3.0 x 8 mm taxus liberte stent and the shaft broke while pushing the device down the vessel. The broken device was successfully removed from within the pt intact. The physician proceeded with another 3.0 x 8 mm taxus liberte stent and was unable to deliver the stent as far as he wanted and eventually the stent came off the balloon. The physician went down with an unk balloon and was able to deploy the stent. No pt injuries and complications were reported during the procedure. Patient status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.